Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) elevated blood sugar levels (between 300 mg/dl and 500 mg/dl) [blood glucose increased] novopen 4 had broken [device breakage] while administering levemir insulin, she noticed her hands were wet. She realized that the pump was not delivering insulin under the skin instead, the insulin was leaking out [device leakage] patient changes the needle 2 to 3 times per insulin cartridge and not using a new needle for each injection [multiple use of single-use product] patient leaves the needles in the injector between injections [product storage error] patient does not change the needles every time and leaves them in the injector between injections because this practice was not explained to her during the training provided at the clinic [product communication issue]. Case description: this serious spontaneous case from poland was reported by a consumer as "elevated blood sugar levels (between 300 mg/dl and 500 mg/dl) (sugar blood level increased)" with an unspecified onset date, "novopen 4 had broken (device breakage)" with an unspecified onset date, "while administering levemir insulin, she noticed her hands were wet. She realized that the pump was not delivering insulin under the skin; instead, the insulin was leaking out(device leakage)" beginning on (B)(6) 2025, "patient changes the needle 2 to 3 times per insulin cartridge and not using a new needle for each injection(needle reusage)" with an unspecified onset date, "patient leaves the needles in the injector between injections(device stored with needle attached)" with an unspecified onset date, "patient does not change the needles every time and leaves them in the injector between injections because this practice was not explained to her during the training provided at the clinic(health care provider instructions for product use lacking)" with an unspecified onset date, and concerned a 59 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , novofine (needle) from unknown start date for "diabetes mellitus", , levemir penfill (insulin detemir 100 u/ml) from unknown start date for "diabetes mellitus", patient height, weight and body mass index were not reported dosage regimens: novopen 4: novofine: levemir penfill: current condition: diabetes mellitus for 19 years (type not reported). Concomitant products included - humalog (insulin lispro). On an unknown date, patient reported that her novopen 4 had broken. On (B)(6) 2025, patient while administering levemir insulin noticed that her hands were wet and upon inspecting the pen, she realized that the pump was not delivering insulin under the skin, instead the insulin was leaking out. On an unknown date, patient reported problems with elevated blood glucose levels (blood glucose) between 300 mg/dl and 500 mg/dl. The patient then used the borrowed novopen 4 and her blood sugar levels were stabilized. The patient changes the needle 2 to 3 times per insulin cartridge and leaves the needles in the injector between injections because this practice was not explained to her during the training provided at the clinic. Batch numbers: novopen 4: vv40873. Novofine: not available. Levemir penfill: not available. Action taken to novopen 4 was not reported. Action taken to novofine was not reported. Action taken to levemir penfill was not reported. The outcome for the event "elevated blood sugar levels (between 300 mg/dl and 500 mg/dl)(sugar blood level increased)" was recovered. The outcome for the event "novopen 4 had broken(device breakage)" was not reported. The outcome for the event "while administering levemir insulin, she noticed her hands were wet. She realized that the pump was not delivering insulin under the skin; instead, the insulin was leaking out(device leakage)" was not reported. The outcome for the event "patient changes the needle 2 to 3 times per insulin cartridge and not using a new needle for each injection(needle reusage)" was not reported. The outcome for the event "patient leaves the needles in the injector between injections(device stored with needle attached)" was not reported. The outcome for the event "patient does not change the needles every time and leaves them in the injector between injections because this practice was not explained to her during the training provided at the clinic(health care provider instructions for product use lacking)" was not reported. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated patient did not consent to further information preliminary manufacturer comment: (B)(6) 2025: the suspected devices novopen 4 and novofine needle have been returned to novo nordisk for evaluation. No conclusion reached. Incorrect handling of the device such as needle re-usage, storing the device with needle attached between injections can affect the functionality of the device.

Event description:
Case description: investigation result: novopen 4 - batch vv40873. The product was not returned for examination. Novofine - batch unknown. No investigation was possible, because neither sample nor batch number was available. Levemir penfill - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case have been updated with the following: "malfunction", "is non reportable" field updated. "Qc result" and "qc comment" field updated. "Expected date of fu" updated. Final report ticked. Annex b,c,d,g codes updated. Narrative updated accordingly. Final manufacturer comment: 09-jul-2025: the suspected novopen 4 and novofine needle have been returned to novo nordisk for assessment. The analysis of reference samples revealed no abnormalities related to the reported issue. A review of the batch documentation showed no irregularities. Given the limited information regarding the handling of the suspected devices, it is currently not feasible to determine a definitive root cause concerning the functionality of the novopen 4 and novofine needle. Factors such as reusing needles or storing the device with the needle attached between injections can impact the device's performance. H3 continued: evaluation summary. Novopen 4 - batch vv40873. The product was not returned for examination.